Event description:
Procedure performed: unknown event description: poor fit of clips on tissues, clips crossing and falling out within the surgical site. Patient status: patient is fine. Intervention: poor fit of clips on tissues, clips crossing and falling out within the surgical site.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: celio cholecystectomy event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Poor fit of clips on tissues, clips crossing and falling out within the surgical site. Additional info received by company rep. Via e-mail on 05july24: account ID: (B)(4). Additional info received by company rep. Via e-mail on 15july24: the clip was closed on cystic artery. The clip did not close on thick/dense fabric. The jaws were located completely around the vessel or structure to be ligated. The surgeon did not skeletonize the tissues with the jaws. Additional info received by company rep. Via call on 13aug24: device discarded. Additional information received from amr via e-mail on 20sep24: per additional information received on 13aug2024 the device was discarded, however, amr did receive a unit for this complaint. The unit that returned has a different lot number (1512438) than what is listed in etq (1509347). Patient status: patient is fine intervention: device discarded.